Event description:
On 02/27/2009, hitachi received a report from a customer with a hitachi altaire MRI system that one of their patients had complained of excessive acoustic noise. The patient claimed that their ears hurt after the procedure, and experienced constant background (white) noise in both ears. The patient claimed a hearing loss in the left ear. The site reported that the patient received foam earplugs rated at 37 db of noise reduction, and also was given headphones with piped in music. The headphones are attached to a music system designed specifically for MRI applications, so the headphones also provide some level of noise reduction of the MRI acoustic noise. The patient was scanned for approximately 30 minutes.

Manufacturer narrative:
The acoustic test results were within the machine specifications. Altaire user manuals specify that hearing protection is required for all patients.